Event description:
It was reported that a patient implanted 1 year ago had 2 corroded batteries. 4 new batteries were provided. Low voltage advisory alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.